Event description:
I got essure implanted in 2008. After that I had severe cramping with every menstrual cycle along with heavy cycles. I started getting severe headaches that my dr was so concerned about that he did an MRI to make sure I did not have a brain tumor. Prior to having essure, my cycles were normal, after essure I had cycles for 3 weeks in a month. After suffering these issues for almost 10 years, my dr thought a hysterectomy was the only solution to deal with my issues. Had a hysterectomy on (B)(6) 2019, which has resolved my issues, including my headaches.